Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed thermal damage on the i3 pcb. Unit powered on successfully. No software malfunctions or anomalies were observed. Patient data backup performed successfully without errors using returned gsm modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage on the i3 pcb board.